Event description:
We have been informed that during surgery, oil injection didn't work properly. The actual pressure was only up to 3.3bar while the displayed setting was 6bar. Over 30 minutes delayed from the schedule, however the surgery was finished successfully. No report that actual harm occurred. Report of prolonged surgery.

Manufacturer narrative:
In regard to this complaint, pictures were provided for review and a vfie module was provided for investigation. Review of the pictures and visual inspection of the returned vfie module revealed that the tubes of the vfie filter came off the filter. Functional inspection found that a tube in the module was not properly glued to the filter in the vfie connector. Due to the loose filter connection, the vacuum could not be build up and the eva surgical system was triggered to display the reported error message. This is a known phenomenon and that corrective actions have been implemented to prevent this failure from occurring in the future. Corrective action have been implemented: the glue step with the filter has been replaced by placing a sleeve over the hose after it is slid over the filter. All similar incidents related to the eva surgical system are included in the analysis (vf-filter). Since 2020 more than (B)(4) surgeries have been performed with the eva surgical systems installed.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during surgery, oil injection didn't work properly. The actual pressure was only up to 3.3bar while the displayed setting was 6bar. Over 30 minutes delayed from the schedule, however the surgery was finished successfully. No report that actual harm occurred. Report of prolonged surgery.